Event description:
During preparation for a cardiopulmonary bypass procedure, the device unexpectedly displayed apparently false air bubble alarms. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun